Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6), did not reveal any device-related issues. A direct correlation between (B)(6) and the reported events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 13.0¿ from the pump header. The remainder of the pump cable was returned attached to the modular cable. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief and apical cuff were not returned. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The submitted controller periodic log file contained data spanning from 09apr2023 to 19apr2023. On (B)(6) 2023, the estimated pump flow decreased to 0 liters per minute with active low flow alarms. Of note, the lvad event log file retrieved from the returned device captured a transient increase in rotor noise on (B)(6) 2023 consistent with something passing through the device, such as thrombus; however, a specific root cause for this event could not be conclusively determined through the log file alone and the blood-contacting surfaces of the device did not reveal any depositions or thrombus formations. The pump appeared to have been operating as intended at the set speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists thromboembolism, stroke, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also provided in this section. Section 7 outlines all visual/audible alarms, as well as the recommended actions to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive on a chair with active left ventricular assist device (lvad) low flow alarms. The patient was noted to be clinically stable and walking in the hospital prior to this event. The patient arrested and advanced cardiac life support (acls) protocol was followed. The patient was cannulated at the bedside and placed on extracorporeal membrane oxygenation (ECMO) before being returned to the operating room for a pump exchange. The procedure was successful, and the patient was recovering in the intensive care unit (ICU). The physician suspected an embolic event as the patient was 3 weeks post operation from initial lvad placement. Log file review confirmed that the flow dropped to 0.0 liters per minute (lpm) on (B)(6) 2023 at 11:01 am. It was later reported that the patient suffered a stroke post left ventricular assist device (lvad) implant. Computed tomography (CT) scan of the head without contrast revealed a large left posterior cerebral artery (pca) territory acute infarct with associated local mass effect. No midline shift or herniation were observed. There was effacement of the left lateral ventricle without hydrocephalus. The patient remained in the intensive care unit (ICU) with a poor prognosis due to neurological deficits.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.